Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one opened unused product sample was received without its original packaging for investigation. Under visual inspection it was confirmed that the claimed product leaked. It was covered with black ink. The product was forwarded to a secondary investigation site for further device analysis. Per secondary investigation: unit received with part of the diaphragm missing with the dielectric gel being misplaced from under where the diaphragm is missing. Visual inspection confirmed the leaking of the dielectric gel on the transducer housing due to missing part of the diaphragm. No additional testing can be performed. The reported problem was caused by a partially missing diaphragm that allowed the dielectric gel to leak out. The diaphragm is a component installed during manufacturing and the devices are 100% tested prior to release. The device would not function when missing a part of the diaphragm. We are unable to determine at what point part of the diaphragm became missing causing the leak. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the transducers leaked dye after being stored. There was no patient involvement, and no patient harm/adverse event reported.